Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
During an in-stent atherectomy procedure, the physician made a few passes and then got hung up. It was believed that the nosecone was full, however, when the device was removed, there was a piece of stent strut contained in the tip.